Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 4.5-4.8 cm and 8.5-9.3 from the distal tip breaching the outer insulation and exposing the outer coil consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.